Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no valid lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
Medtronic neurosurgery received maude report# (B)(4) . It was reported that the physician implanted and explanted the shunt in 2010. The physician stated that the shunt was defective.